Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and felt nauseous her blood glucose reading was 25 mmol/l. Bolus was administered, however blood glucose would not decrease. Patient was taken to hospital and was hospitalized from (B)(6) 2016 to (B)(6) 2017. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Product was returned and evaluation did verify a malfunction of the device unrelated to the allegation. A blocked piston rod occurred during the evaluation and not during use by the patient.